Manufacturer narrative:
This complaint was opened in error. This device was already reported in MDR-1028232-2019-03719. Closing report.

Event description:
Livanova provided the following information: gradual increase in impedance of 1cr 65 vigila lead. Consultant decided to extract lead. Upon extraction, lead tested via psa and impedance was seen to be raised from tip to coil.